Event description:
A syringe draw was performed. Direct transfer from syringe to tube resulted in tube to break. Phlebotomist was stuck with hypodermic needle after breakage. Baseline testing was done and anti-viral treatment administered. All other info of results is confidential as per facilities procedure.